Manufacturer narrative:
The insulin pump had motor error alarm during rewind due to corroded motor home switch. Unable to perform rewind and basic occlusion, occlusion, prime test, the excessive no delivery, displacement and error alarm and operating current test due to constant motor error alarm. The device was received with cracked on reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was unknown. Troubleshooting was performed. The device was returned for analysis.